Manufacturer narrative:
This report is filed june 29, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (B)(6), 2014 due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery.